Event description:
Received readings of 244 mg/dl on accuchek and 127 mg/dl on contour within 5 minutes of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.